Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. During support, the patient had a deep vein thrombosis (dvt) in the right lower forearm (impella side). The patient had mild pain and swelling in the forearm. The patient was waiting for a heart transplant, so the patient was given medication and a muscle relaxant for discomfort. The patient was also administered a high dose of heparin. The dvt was monitored.

Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the thrombus issues has been completed. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical info was not provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.